Manufacturer narrative:
(B)(4). Concomitant products: guide wire: choice 0.014; stent: xience prime 3.0 x 08 mm. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 95% stenosed lesion located in the circumflex (cx). Pre-dilatation was performed prior to stenting with a 3.0 x 8 mm xience prime stent in the cx. An attempt was then made to advance a 3.5 x 38 mm xience xpedition ll stent delivery system (sds) to the acute marginal branch of the cx; however, the non-abbott guide wire and the sds became stuck together. The guide wire and the sds were removed together as one unit from the patient. A 3.5 x 36 mm non-abbott sds was advanced and deployed successfully; however, there was a residual lesion of 50% in the origin of the cx. A new non-abbott guide wire was advanced to the cx followed by pre-dilatation with 1.5x15 mm and 2.5x15 mm balloons. An attempt was then made to advance a 3.0 x 12 mm xience prime sds; however, it would not cross the lesion. A kissing balloon technique was performed in the cx and marginal branch successfully. No further treatment was performed. The patient was fine after the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The balance middleweight guide wire is being filed under a separate manufacturing report number. Evaluation summary: the device was returned for analysis. The difficult to position and remove the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
Return device analysis revealed the guide wire frozen in the xience xpedition stent delivery system was a balance middleweight guide wire, not a non-abbott guide wire as previously reported. No additional information was provided.